Event description:
It was reported, the camera head stopped working during operation. The issue occurred at the end of a diagnostic cystoscopy procedure and was completed using a similar device. There was no delay or reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head stopped working during operation. The issue occurred at the end of a diagnostic cystoscopy procedure and was completed using a similar device. There was no delay or reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed and found that due to cable disconnection, the image could not be displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable disconnection; cause traced to component failure. Olympus will continue to monitor the performance of this device.